Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that brown colored stains were visible on the inner side of the pouch that contains handle w/quick-coupl. The residue/discoloration is typically due to the material used in the sterilization process and is not related to the handles. R&d initiated a project in 2013 to replace the canevasit/phenolic handles of all instruments with silicone rubber or polyphenylsulfone (ppsu). Based on the synthes reprocessing instructions, an instrument with canevasit/phenolic handle was subjected to 200 reprocessing cycles which includes washing/disinfecting and steam sterilization and no bleeding or material issues were found. No additional information can be added after reviewing. The dimensional inspection was not performed as it's not pertaining to complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. The cause of the complaint condition is consistent with the end of the life indicator as based on the device age it must have been processed through more than 200 reprocessing cycles. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. The following drawing reflecting the current and manufacture revision was reviewed: device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, it was noticed prior to surgery, and after the wash sterilization, that a brown liquid like rust leaked out from the handle. The washing sterilization was performed again, but brown liquid leaked out. Therefore, the handle was not used, and the surgery was performed with the instrument that the hospital owned. The surgery was completed successfully without any surgical delay. This report involves one (1) large handle with quick coupling. This is report 1 of 1 for (B)(4).